Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a knee scope the device deployed the first implant. The second also deployed correctly. Then when the doctor went to tighten the suture broke. They were not retrieved. The device was replaced and the very same situation occurred. The suture broke after the implants were deployed. The two additional implants were also not retrieved. To complete the case the doctor changed to a fiber stitch and the case was completed. The patient is fine to date however has four unsecured implants inside the capsule of the knee.